Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿green fluid coming out around power lead¿ was confirmed with the returned system controller (serial # (B)(6) ). The returned product had green fluid between the white power cable strain relief adjacent to a tear on the outer jacket. The green liquid substance was the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The system controller was tested with laboratory equipment and the fluid ingress issue did not affect the device¿s ability to alarm or supply power. Incidental finding: the device did not pass section 7.1 of the functional test procedure. The measured value indicated beginning stages of conductor breakdown within the power cables. The additional finding did not result in any unexpected alarm. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also in this section, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use: "replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 16aug2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had green fluid coming out around the power lead. The modular cable and controller were exchanged in clinic. It was determined that the green liquid was sign of copper oxidation of the wires in the controller. No further information was reported.